Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath- small and a hemostatic valve separation issue occurred. The vizigo¿ sheath was used and inserted into the patient¿s body. When the sheath was advanced to inside the right atrium (ra), after inserted into the cardiac cavity from inferior vena cava (ivc), blood leaked from the hemostatic valve side. The hemostatic valve fell into the hub. When vizigo¿ was checked, it was confirmed that the hemostatic valve had broken off. The hemostatic valve was intact and did not become detached from the sheath. No picture is available. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. There was no information on the approximate volume of blood that was lost. Action was taken to replace the sheath immediately. The procedure was successfully completed without patient consequence.

Manufacturer narrative:
The device evaluation was completed on 29-may-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath- small and a hemostatic valve separation issue occurred. The vizigo¿ sheath was used and inserted into the patient¿s body. When the sheath was advanced to inside the right atrium (ra), after inserted into the cardiac cavity from inferior vena cava (ivc), blood leaked from the hemostatic valve side. The hemostatic valve fell into the hub. When vizigo¿ was checked, it was confirmed that the hemostatic valve had broken off. The hemostatic valve was intact and did not become detached from the sheath. No picture is available. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. There was no information on the approximate volume of blood that was lost. Action was taken to replace the sheath immediately. The procedure was successfully completed without patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record (DHR) evaluation was performed for the finished device 00001836 number, and no internal action related to the complaint was found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).